Event description:
Essure implant, first it was painful having intercourse, painful menstrual cycle, abdominal pain so bad I bleed from my private part. Headaches so painful I had to go to hosp. Memory loss, I just want my life back. I don't have insurance, to get it removed. These people can make any product or whatever and convince drs etc. They don't see that it could affect people. When it does they should be accountable regardless if they don't have record to prove it. Essure implant, bayer should pay every woman who got the implant and get it removed. FDA safety report ID# (B)(4).

Event description:
Additional information received from the reporter on 03/04/2021 for a report number mw5092225. Reporter called and updated her date of birth and also corrected her address.